Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the image noted no sutures and 1 needle. The needle tip was broken off. The needle was disengaged from the suture. The second image showed paperwork related to the event. As no sealed samples were returned, bend moment testing could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open mastectomy procedure, the device¿s needle broke 7mm from the tip. The tech found the needle piece outside the patient. Nothing fell into the patient cavity. No adverse events were reported. The patient is alive with no injury.